Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation, a mitraclip nt was prepared. While flushing the clip it was identified that it would not hold the fluid column. Troubleshooting was preformed unsuccessfully. A new mitraclip was selected and implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.